Manufacturer narrative:
Investigation summary: a review of the device history record revealed the product was released according to all established procedures and qa documentation. One (1) sample was received for evaluation. Visual inspection and functional testing were unable to confirm the reported complaint of leak. The cross-spike was broken, making the returned sample inadequate for testing. A root cause is unable to be determined and this complaint will be closed with no further action. This device failure will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the enteral feeding set was leaking next to the diet connection. No patient injury.